Event description:
It was reported that the user was initially unable to twist the connector to the 12 o¿clock position when attaching it with a cartridge installed, despite trying two connectors and cartridges; the cartridge seated properly on its own, and the connector twisted properly on its own, and the issue resolved when the user pressed in and twisted simultaneously. Customer care provided support that included user troubleshooting and education over the phone. Investigation of this case revealed that alignment and technique during installation were the likely contributors, consistent with user difficulty in engaging the connector with the cartridge in place. Symptoms included no adverse clinical effects and no reported blood glucose impact. Outcomes included successful attachment after guidance without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use error related to installation technique.